Manufacturer narrative:
The dialyzer has not been returned for evaluation to date. During the lot history review it was noted that there are no other reported complaints against the lot. The production record was reviewed and there was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
Clinic nurse reported a dialyzer blood leak one hour into patient's treatment. During follow up a clinic nurse reported that the patient did not require any medical intervention and was moved to another machine to complete dialysis. The machine alarmed and blood was visible in the dialysate. No test strip was used. The blood loss was approximately 200 cc or one complete circuit. The dialyzer was not made available for evaluation.